Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported he was in the hospital due to the aligner causing an abscess in his mouth and him having to have 7ccs of bloody fluid drained out of the top of his mouth and back of his throat.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.